Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the belt failed the fall-off test. Upon evaluation, the cable connecting the front therapy electrode (te) and ECG electrodes a and b was not fully seated. The cause of the inability to communicate and test failure is the unseated cable. The root cause of the unseated cable is excessive force placed on the cable. No adverse event resulted from the unseated cable.

Event description:
A zoll distributor returned an electrode belt indicating that it would not communicate with a test monitor.